Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to complete warmup and could not pair despite settings toggling and re-pair attempts, after which the sensor was replaced and successfully paired, and the user was warm transferred to the manufacturer for a replacement order. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an intermittent communication failure consistent with an interoperability problem, with device components relevant to electrical and magnetic function and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.